Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On the same day, it was reported that the patient experienced a cgm accuracy issue where the cgm was reading 44 mg/dl while the bg meter was reading 101 mg/dl. The patient was wearing a tandem mobi insulin pump. The patient was feeling tired. The patient self-treated with a glucose tablet but her cgm was still showing an unspecified low value. The patient then went to the emergency room (ER) around 11:43 pm. At the ER, the patient¿s bg meter reading was 151 mg/dl while the cgm was reading 63 mg/dl. No medication or treatment was provided to the patient. The patient was admitted for observation and discharged home two days later. The patient reported she was tired and ¿not so good¿ at the time of report but that her dexcom was ¿working properly¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.